Manufacturer narrative:
Complaint (B)(4). Customer samples have been received and will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states tube underfilled.

Manufacturer narrative:
Complaint (B)(4). Received 10pc 454323/b240733d for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. No visual deviations were noted for any of the returned samples. The customer returned samples were slightly higher than the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in range. The complaint cannot be confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.